Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight ¿ additional information a4 weight units ¿ additional information b5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.